Event description:
It was reported that during a hand assisted sigmoid colectomy procedure, the doctor was about 80% through the procedure when the device tore. Another like device was opened to complete the case. There was no patient consequence.